Event description:
(B)(4). Itching all over body but no visible hives or dermatitis. Brain fog, weight gain, fibrocystic breast, vitamin d deficiency, highly allergic to nickel . Insurance covered the implantation.